Manufacturer narrative:
No product was returned to the manufacturer for device evaluation, however, a lot number was provided for investigation. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient states her contact lenses were tearing, she sought medical treatment with symptoms of foreign body sensation and a scratchy feeling in the right (od) eye. The patient reported lens discontinuation 5 days prior to being seen. The patient was referred to a specialist where she was diagnosed with a central infectious corneal ulcer. The patient was prescribed ofloxacin. The health care provider states that medical intervention and/or medications were required to prevent or preclude permanent injury or impairment of the eye function or structure. The incident has fully resolved with no permanent conditions.